Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
--

Manufacturer narrative:
Additional information received indicated that when the local area sales representative responded to the request for the device to be interrogated, they were told that it was no longer necessary. No additional information has been provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was not firing appropriately. The patient was in the emergency room. A request was made for the device to be interrogated. To date, there have been no adverse patient effects reported.